Event description:
Reporter purchased a light force therapy lft -9000 and used it for a month following the directions issued with the product. Reporter bought it because they said it was sanctioned by the FDA and because they offered a complete refund if unsatisfied. Reporter called and asked for a return address and was given one and they said that they would send the refund. To this date reporter has tried to telephone and email and they have effectively isolated themselves from communication. Reporter questions if they have any action through agency to resolve this matter. The product did absolutely nothing.